Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this previously, this pacemaker showed less than a half year remaining longevity. During the recent device check, the device showed one year remaining longevity and after testing the device showed two and a half year remaining longevity. No programming changes and no threshold testing done. Boston scientific technical services (ts) discussed options of sending data files for analysis, checking magnet rate, ending session and re-interrogating the device to see remaining longevity. The health care professional (hcp) will consider sending data after next month's follow up. As of this time, the device remains in service. No adverse patient effects reported.

Manufacturer narrative:
The product is in possession of the hospital. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the device was explanted and replaced one year later. No additional adverse patient effects were reported.

Event description:
Additional information was received that during an in clinic follow up, this pacemaker was unable to be interrogated with a programmer. The device was successfully able to be interrogated after using the select pg function on the programmer. Review of the device battery status noted that the longevity went from 2.5 years remaining at the previous follow up to 1 year remaining. Monitoring is being continued.